Manufacturer narrative:
Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer. Patient product ID: 3998, lot# l98558, implanted: (B)(6) 2001, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s stimulation had been intermittent with the stimulator turning itself on and off for the 3 weeks prior to this report. It was stated, in regards to the intermittence of the stimulation, that ¿normally when it does that it's saying that the battery is ready to kaput." For the 10 days prior to this report, the stimulation was also reported as having been going ¿up in the patient¿s back more and it shouldn¿t be there.¿ the patient was said to have been taking neurontin for her pain, so she didn¿t use her stimulator as much, which may have been why her current battery has had a long life. It was stated that two years ago, the battery said to have 1/3 of its usage remaining. It was noted that the patient had had 4 implantable neurostimulators since 1997, but they had all been replaced due to normal battery depletion.